Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, the vasoview hemopro2 cable connector piece popped off. No replacement was needed since the procedure was finished. There were no pt effects. The product is returning.